Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032205) on 17-dec-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains in pelvic area / 5 weeks post op') in a female patient who had essure (batch no. 871977) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("monthly abnormal bleeding"), pain ("daily pain") and swelling ("feeling swollen"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and swelling had not resolved and the pain had not resolved. The reporter provided no causality assessment for menstrual disorder, pain, pelvic pain and swelling with essure. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not indicative for a quality deficit per se. No further ae case reports have been received to date in relation to batch no. 871977. No batch signal could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received : case became potential legal. Surgery added for event pelvic pain. Seriousness criteria removed for event: pain, swelling and menstrual disorder. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.